Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a white flashing screen from insulin pump. The customer's blood glucose reading was unknown. The customer requested that the pump be put into storage mode as he could not do anything on the pump. The customer was able to put the pump into storage mode. The customer stated that there is no damage or corrosion to the cap. The customer stated that the pump was without battery for 20 minutes prior to calling and it did not drain. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.